Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and performed patient circuit calibration and ventilator performance check delta p was low. Performed a ddi adjustment. Re-performed patient circuit calibration and ventilator performance check. Unit passed both. Ran system for an hour. Unit is working as per manufacturer specifications.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014 the customer called to report that the unit isn't generating enough power. There was no indication of patient involvement.